Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device returned without the clip assembly and the device has evidence of full deployment. Microscopic examination was performed, and it was found that the bushing has hits and deformed. A dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. The device returned without the clip assembly and with evidence of full deployment. It is important to mention that the presence of this component is very important to the investigation, this because the event reported is directly related to this piece, and to get a clarification of which could be the reason of the problem faced by the physician, this component must be inspected. Additionally, regarding the analyzed condition of the bushing being bigger than it is supposed to, this could have been caused due to some kind of clip/bushing entrapment during the device deployment, also, explaining the hits found on the bushing. Based on the available information, product analysis of the returned device and product record review did not identify any evidence of either the alleged issue(s) or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. It was reported that they had to manipulate the scope and clip in order for it to break away from the catheter. The same issue occurred with the second resolution 360 clip device. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to the first of two resolution 360 clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6), 2023. During the procedure, the clip was able to grasp and lock onto tissue. However, the clip was unable to release from the catheter to deploy. It was reported that they had to manipulate the scope and clip in order for it to break away from the catheter. The same issue occurred with the second resolution 360 clip device. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip unable to release from the catheter.